Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and muscle stimulation. It was further reported that the right ventricular (rv) lead exhibited inhibition of pacing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.